Manufacturer narrative:
The fse found the baths and the vacuum isolater chamber (vic) full, and the drain (waste) pump not draining. The fse replaced the waste pump, waste filter, and the vacuum fluid barrier to resolve the issues; then performed verification of instrument after the repair, which met specified requirements per established procedures. (B)(4).

Event description:
The customer reported a leak from the coulter act diff 2 analyzer baths. There was no report of direct contact with the leak. No erroneous results were generated in connection with this event. A field service engineer (fse) was dispatched to the site to evaluate the analyzer.